Manufacturer narrative:
Findings: unit passed displacement test. Unit received with intermittent escape and act buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. Unit was received with broken off piece at the battery tube threads. Unit received with cracked case at the display window corners and display window. Unit was received with minor scratched display window and case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the crack was seen at the battery side. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.